Event description:
Event description guidant received information that the patient with this pacemaker was in the ER due to chest pain and shortness of breath. When a company representative went in to check the device the programmer indicated the device was at end of life (eol), vvi mode, and pacing at a rate of 50ppm. The device is on an advisory and has been implanted for 27 months. Technical services advised to return the device after explant.